Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an unknown error message of ¿test strip faulty. Replace with a new strip¿. The complaint was classified based on customer service representative (csr) documentation. The patient alleged that the error message first appeared in (B)(6) 2019, at an unspecified day and time. The patient informed the csr that he manages his diabetes with humalog insulin (20 units, 3 times a day) and lantus insulin (1000 units at night). He claims that on (B)(6) 2019 at 11:30 pm, he ate half of a peanut butter and roast beef bread in response to the alleged issue. That same day, between 11:30 pm and 12:00 am he started feeling ¿dizzy and had a hard time walking¿, and on (B)(6) 2019 at 3 am he started ¿seeing red and blue spots¿. The patient reported that he then called the pharmacist and was advised to take 4-5 glucose pills at around 3 am that same day. He denied using any other device to test his blood glucose. During troubleshooting, the csr managed to resolve the issue and processed a replacement order for the patient¿s products. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.